Event description:
Customer - bed side rail - lower left side is faulty and falls down. Technician found that the side rail was not staying in the up position as locking pins were stuck in. Freed stuck pins, cleaned and re-greased pins, re-assembled and tested. Checked all other side rails for correct operation. No parts used.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc ((B)(4)) on behalf of the manufacturer arjohuntleigh polska sp. Z o.o. (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation which may include updates or changes to the evaluation codes.